Manufacturer narrative:
The complainant in (B)(6) did not return the pump for analysis. The data logs were returned and not found to have found to have functioned improperly. There were some suction alarms and some position alarms but, nothing to determine the root cause to be the use of impella. The root cause can not be definitively determined. The failure mode will be monitored and trended.

Event description:
An impella cp was placed for a patient suffering from an acute myocardial infarction in (B)(6). The patient was seen to have multivessel coronary artery disease and coronary angioplasty was begun. During the time in the ICU the patient exhibited signs of hemolysis. The team was unsure of the cause, as it was either an effect from the shock, contrast medium, or impella use. A decision was made to initiate chdf and infuse blood products. After just over 120 hours the team explanted the impella.